Manufacturer narrative:
(B)(4).

Event description:
Upon further review the reported glucose values fall within the b zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the c zone of parkes error grid. Data was provided for evaluation and it confirmed the customer complaint. Data investigation shows cgm read 401 mg/dl (22.27 mmol/l) and fingerstick read 171 mg/dl (9.5 mmol/l) at 12:18 am on 01/27/2019. Inaccuracy is 134.50% with a point difference of 230 mg/dl (12.77 mmol/l). The complaint of inaccurate readings is confirmed. The root cause cannot be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. No additional event or patient information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion of investigation.